Manufacturer narrative:
Investigation revealed that the fse was not logged into the system using a service account and overruled the system by using a magnet to open the cobas ampliprep instrument's main cover, which should have been closed. In addition, service documentation (isdoc) provides safety information and several warnings in relation to moving parts and personal injury; specifically, the documentation indicates contact with moving parts may result in personal injury and damage to instrument. It is unknown why the fse had his hand inside the instrument at the moment of the accident. However, the instrument performed as expected after the fse loaded the carrier rack. (B)(4).

Event description:
A roche field service engineer (fse) from (B)(6) had an accident while repairing a cobas ampliprep instrument. With the instrument on, and main cover opened, the fse put his hand in the instrument after loading a carrier rack. Immediately following the placement of the carrier rack, the cobas ampliprep instrument's left transfer head crashed into his hand. The fse's finger was cut and broken. The fse went to the hospital where he received stitches and a metal splint. The fse received the following medications: coraspin, zimaks, dexday.